Event description:
A customer reported that the divinci laparoscopic scope seals are disintegrating on the scope. The customer stated that during a procedure, moisture was found under the seal. The mdm (medical device MFR) stated that moisture under the seal indicates the seal is not functioning properly. The customer stated this is an ongoing issue and could not provide an event date. There is no report of injury. Additionally, the mdm recommended the device be processed in the sterrad 100s and not the sterrad nx. It was reported that the sterrad standard cycle did not cancel.

Manufacturer narrative:
Unk.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of (B)(4) or "broadly acceptable risk". The root cause of the reported event was determined to be that the customer did not follow the medical device manufacturer's (mdm) processing instructions. Asp contacted the mdm for their recommended sterilization instructions. The sterrad 50, sterrad 100s and the sterrad 200 are recommended for sterilizing the endoscopes.